Event description:
It was reported that the user experienced no drops during the fill tubing step of a supply change with a contact detach steel infusion set and subsequently completed a full supply replacement, after which insulin delivery was resumed without issue. Investigation of this case revealed a probable transient flow blockage in the infusion set/tubing pathway, with no evidence of leakage, cracks, or damaged components, and resolution occurred after replacement of the infusion set, connector, and cartridge. No adverse clinical symptoms associated with transient interruption of insulin delivery consistent with an occlusion. Outcomes included restoration of therapy with new supplies without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent infusion pathway occlusion that resolved with supply change.